Event description:
It was reported that at implant during induction and post t-wave shock, that the patient's ventricular fibrillation was not detected by the device and the patient had to be externally defibrillated. It was determined the device did not detect the rhythm because the detection had not been programmed "on" during the first induction. When the detection was programmed "on", then the device detected properly and delivered the proper therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.